Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that at the device was suspected of premature battery depletion. It was noted that the device had reached eri (elective replacement indicator) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.